Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted (B)(6) 2006; dtma1d4 ICD, implanted (B)(6) 2017. Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that one day after the implant procedure, the right ventricular (rv) lead dislodged and had high threshold. The lead was reprogrammed and then repositioned the following day. During the lead revision, the physician was unable to get the rv set screw to engage. The device was explanted and replaced. The lead is still in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.